Event description:
It was reported by service report that the head board, the footboard, and the rails were missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Customer used rails for another bed.